Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010; 4196 impla ntable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.